Event description:
It was reported that the patient presented with an acute myocardial infarction (ami), with a 100% stenosed lesion in the heavily tortuous posterior lateral artery. After placement of a 7-french non-abbott guiding catheter and a non-abbott guide wire, thrombosis aspiration was performed; however, blood flow did not improve. Pre-dilatation was performed using a 2.0x15mm non-abbott balloon dilatation catheter (bdc). The vessel diameter was measured at 2.25mm by intravascular ultrasound (ivus). The 2.25x23mm xience xpedition stent delivery system (sds) was advanced to the target lesion without reported issue and inflated three times; 10 atmospheres (atm) for 20 seconds, 10atm for 20 seconds, and 16atm for 10 seconds. Additional thrombosis aspiration was performed. Ivus was performed, which noted that the stent implant was in the distal right coronary artery (rca). It is unknown whether the stent implant was dislodged during advancement to the lesion, or moved during deployment, or moved after deployment. It was noted that the correct vessel diameter is 4.0mm, but it measured as 2.25mm due to vessel spasm. The stent was retrieved using an unspecified snare device. A vessel dissection and hematoma were noted in the mid rca. Reportedly, the dissection likely occurred during retrieval of the stent implant. No treatment was performed for the dissection or hematoma, which subsequently self-sealed. The thrombosis in the vessel was removed with the stent implant during snaring. After removal of the thrombosis, there was no stenosis in the lesion; thus no further treatment was performed on the target lesion and the procedure was completed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided. The device was returned for analysis. The reported stent migration was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned stent implant, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for stent migration from this lot. Based on the reviewed information, no product deficiency was identified.